Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Abiomed team received a literature article involving a 77-year-old female patient on imeplla 5.5 support. The patient had significant calcification at the bifurcation with the common carotid artery. It was reported that attempts to remove the impella using standard techniques were unsuccessful due to its entrapment in the calcified area of the right subclavian artery. A balloon dilatation catheter was used, and with the impella positioned on the balloon, careful and slow deflation allowed the device to pass through the calcification and be successfully removed.

Manufacturer narrative:
The investigation for the removal issues has been completed. No product was returned for investigation. The clinical details mention the difficulty removing the pump was attributed to the calcification in the right subclavian artery. The root cause of the removal issues was most likely due to patient condition. Added-h6 impact code 4641.